Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. Regarding the current status of the pump, it was clarified that the there was a changed in plan and the device was with the customer. The company representative intended to take the explanted pump with them, but at the end of the case, the staff in the room decided it should be sent to pathology per hospital policy. The company representative sent a note with the pump indicating that it should be returned to manufacturer and to contact the company representative so they could pick it up from them. The company representative never heard back from the hospital, and on 2019-sep-10 called the hospital to see if they still have the pump, but they were unable to locate it. They are going to keep looking and get back to the company representative.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at a dose rate of 880 mcg/day via an implantable pump for multiple sclerosis and intractable spasticity. It was reported that a pump alarm was occurring. A pump motor stall occurred. No diagnostic tests or troubleshooting was performed. It was indicated that there were no known environmental/external/patient factors that may have led or contributed to the issue. The pump was explanted and replaced. The issue was resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. The pump was in the possession of the company representative and was to be returned to the manufacturer for analysis. Other medications (oral, etc.) That patient was taking at the time of the event was unable to be obtained. Regarding the patient¿s medical history, it was noted that there were no relevant medical issues related to this event. It was noted that the hcp had no further information regarding the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.